Event description:
The facility reports that a non-alcon component of their custom pack is faulty. The component is a steri medic 06 degree 16/21g I/a handpiece part number m5583. The I/a handpiece was reported as being too sharp and the surgeon feels that this resulted in a posterior capsule tear that occurred during surgery. As a result of the tear it was necessary for a vitrectomy to be performed. The facility reports that the prognosis for the patient is good. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (For use when an appropriate device code cannot be identified) - report was mailed to FDA on: 12/05/2008.